Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/ round balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was received. The insufflations syringe was received. The obturator was received. The locking collar was intact. The trocar balloon and dissector balloon appeared intact. Functionally, the trocar balloon and the dissector balloon were inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a tep (totally extraperitoneal) procedure. After inserting the scope into the device, the balloon would not inflate. The procedure was completed with another device. The event occurred in use for the patient, the status of the patient is no problem.